Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found. The returned device indicated a loose/detached set screw.

Event description:
It was reported that during implant of implantable cardioverter defibrillator (ICD)&#596; was not possible to screw the competitor lead into the ICD. The ICD was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.